Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating that there was blood at site with the infusion set. Customer states that the site was not actively bleeding and there were no signs of infection. Customer also states that there is no blood currently. Customer reported that the blood glucose went over 300mg/dl after he ate. Customer stated that the blood glucose was 51mg/dl and treated with food and declined to troubleshoot. The insulin pump and the infusion set will not be returned for analysis.